Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. Upon visual inspection of the photos, it was not clear enough to confirm that the foreign matter was mold. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There are current controls in place in the manufacturing process to prevent foreign matter. Based on the evaluation, a sample will need to be received to do further testing on the foreign matter to find the source.

Event description:
It was reported that bd insyte¿ IV catheter 22ga 1.00in contained foreign matter. The following information was provided by the initial reporter: "it was reported a black substance that appears to be mold was found inside the unused catheter. Per email: there is a black substance that appears to be mold inside the unused catheter - customer has removed the other caths with that lot/exp date from their stock."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter 22ga 1.00in contained foreign matter. The following information was provided by the initial reporter: "it was reported a black substance that appears to be mold was found inside the unused catheter. Per email: there is a black substance that appears to be mold inside the unused catheter - customer has removed the other caths with that lot/exp date from their stock."